Event description:
It was reported that before operation the eclipse system was not working. There was no patient involvement.

Manufacturer narrative:
H3: it was found in the analysis that the had the low software version. (4.2.421). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: eex901, product description: stimulator eex901 extender, serial/lot #: (B)(6), UDI#: (B)(4); h3: product ID: eex901, serial number: (B)(6) - it was concluded that the stimulator was unable to communicate with the controller. Main board failure and nuts were broken. H6: product ID: eex901, serial number: (B)(6) - fdm b01, fdr c0201, c0601, img g0405213, g02005, and fdc d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: eex901, product description: stimulator eex901 extender, serial/lot #: (B)(6), UDI#: (B)(4). H3: product ID: eex901, serial number: (B)(6) - the results of the analysis concluded that there was no malfunction in the device. H6: product ID: eex901, serial number: (B)(6) - fdm b01, fdr c19, img g07001 and fdc d14 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.